Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the up arrow button on the insulin pump was unresponsive. The customer changed the battery and the insulin pump alarmed failed battery test. The cord got caught and the insulin pump fell on the floor. Customer's blood glucose level was 211 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent upper arrow button response due to corroded keypad traces. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.